Manufacturer narrative:
Only 2 test strips were returned. The customer's test strips were tested using retention controls and a retention meter. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.1 inr, qc 2: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using a neoplastine reagent on a stago analyzer. Results obtained on (B)(6) 2020: at 9:40 am the meter result was 4.6 inr. At approximately 12:00 pm, the laboratory result was 3.3 inr. The physician believed the laboratory result to be correct. Results obtained on (B)(6) 2020: at 10:00 am the meter result was 4.6 inr. At 10:10 am the meter result was 4.4 inr. At approximately 12:00 pm the laboratory results were 3.3 inr and 3.3inr. The customer¿s therapeutic range is 3.0-3.5 inr.